Event description:
Customer reported an issue with battery depletion. There was no adverse impact to the customer¿s blood glucose level. Customer declined further troubleshooting and assistance from technical support, which documented the report based on the available information. No additional information was received regarding the outcome of the event.